Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not power on. During device evaluation, physio observed that the device would not complete a boot cycle. The device powered on briefly after pushing the on button, but then immediately powered off again. There was no patient use associated with the reported event.